Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. The pt remained on insulin pump therapy during the hospitalization and was discharged using the pump. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: the pump was exercised for 24 hours, no alarms occurred during testing. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Black box information from the date of the reported failure is overwritten due the continuous use of the pump. After review of available data, all total daily insulin deliveries add up correctly and reveal the users programmed basal rates target. The pump cover was removed to inspect for internal moisture ingress and to test the power flex and pcb for intermittent conditions, no defects were found. During investigation observed that the pump has a faded and reddish display, a test display screen was mounted, the new display was fully illuminated and colored. The keypad was tested and all keys are responsive.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.